Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: patient was revised to address osteolysis in the proximal femur, metal debris, and thigh pain. Update: -(B)(6) 2012- cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision. Update: (B)(6) 2013- cd with x-rays was received. Update: (B)(6) 2013 x-ray films were received. Update: (B)(6) 2013 - medical records received. There is no new additional information that would affect the MDR decision. Update: (B)(6) 2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, difficulty ambulating and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation. Update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis and necrotic tissue. There was no mention of metal debris. The stem is bein added for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of the cup and stem, as well as metal wear and metallosis.